Event description:
It was reported that during a laparoscopic cholecystectomy procedure, there was an excessive air leak through the trocar from the seal when any instrument was being used, this was the camera port. The same device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Leak test failure the analysis results of the (B)(4) device found that it was returned in good visual condition. The device was functionally leak tested and failed during the insertion and removal of the test probe through the device. One possible cause for this type of issue is excessive bending load resulting from manipulation of inserted devices. The final quality release criteria were met before this batch was released for distribution.